Event description:
The customer reported the machine is not switching on and was showing a red x. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.